Manufacturer narrative:
Info anticipated but unavailable at this time. Per the operative report, the device cut the base of the appendix, but did not produce a staple line. You could clearly see a hole in the cecum. Tried to stable the cecum. Used 5 mm grasper and used two staple guns and were able to place the non-vascular staple gun underneath the hole and they were able to do this once. Then able to do a second time. It appeared there were overlapping staples in the third attempt. The staples did not fire completely and we were left with a defect. Pt was discharged two days later with normal post op instructions. No add'l pt consequence.